Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had several pump stoppages. No clinical symptoms related to the pump stoppage events were reported. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log which contained data from (B)(6) 2018 and observed 8 pump stoppages and 12 low speed operations while the lvad was connected to a power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post-repair, the patient's system was connected to a normal grounded patient cable and the patient was told to recreate some movements. No pump stoppages occurred after the repair on the grounded patient cable. The patient was later transitioned to an ungrounded power module patient cable for use while on power module support until the results of the replaced driveline segment were provided. No further information was provided.

Manufacturer narrative:
Type of reportable event was submitted on the initial report as malfunction. Per additional information received the type of report event was changed to serious injury. Device evaluation: evaluation of the explanted pump confirmed an issue that could have contributed to the reported pump stop and low speed operation events captured in the submitted log file. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The remainder of the distal end of the driveline, containing the previous repair site, was also returned. Shield breakdown was observed 3 inches and 6 inches from the pump housing. Breaches in the insulation of the orange and brown wires were observed approximately 6 inches from the pump housing. Additionally, a breach in the red wire was observed 3 inches from the pump housing. The damage to the wires resulted in exposed inner conductors and appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The remaining parts of the wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. If the exposed conductors of any two wires from different phases made simultaneous contact with the braided shield, the resulting electrical short had potential to cause the pump stoppages while the system was operating on battery power. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was upgraded to status 1a on the heart transplant list due to a known short to shield condition with percutaneous lead (driveline). A heart from a donor became available and the patient was transplanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline (dl) did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted system controller log file. A distal end driveline replacement was performed and approximately 22 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Minor shield breakdown was observed throughout the driveline; however, the shielding was removed and examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.